Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Found that the customer had filled the reservoir with long acting insulin instead of fast acting insulin, causing her blood glucose levels to elevate. The customer had no further problems after filling a new reservoir with the correct insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.